Event description:
The patient stated that for the past 4-5 days, the vibroalarm of his infusion device has not been working. He stated that the audible alarm of infusion device still functions. The patient was advised to remove the power pack and it was expired (2006-04). He was advised to insert a new power pack into the infusion device and the vibroalarm still did not function. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.